Manufacturer narrative:
All available information was investigated, and the reported loss of fluid column was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported leak / splash (loss of fluid column during prep) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a steerable guide catheter (sgc) leak. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed anterior leaflet. It was noted that during device preparation, the sgc would not hold the flush. The sgc was exchanged. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.